Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to and unknown product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a partially retracted position. Visual inspection found dried blood/body fluid around the helix. An x-ray of the lead found that the inner conductor coil was stretched. The reported unspecified product performance issue was likely the result of the lead damage observed by the laboratory.

Event description:
This supplemental report is being filed to provide the product analysis results.